Event description:
Reporter alleged higher blood glucose readings. Reporter indicated husbands' glucose measured 198 mg/dl, so she used a different test strip vial and obtained a reading of 212 mg/dl back to back with a result of 110 mg/dl, when testing was performed one immediately after the other. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.